Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the atraumatic tip did of a 6/7f mynx control vascular closure device (vcd) not entera non-cordis sheath as the tip was frayed. Therefore, the product was not available and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. The mynx was prepared and used in accordance with instructions for use (IFU). The device was stored according to the IFU. There were no visible signs of device/package damage prior to use. The device was opened in a sterile field. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The mynx was used in a percutaneous coronary intervention (pci) with a retrograde approach of the femoral artery. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. No excess force was applied during insertion. The sheath was not kinked/bent upon removal. The access site vessel was not tortuous. The product will be returned for evaluation.

Manufacturer narrative:
As reported, the atraumatic tip of a 6/7f mynx control vascular closure device (vcd) did not enter a non-cordis sheath as the tip was frayed. Therefore, the product was not available and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. The mynx was prepared and used in accordance with instructions for use (IFU). The device was stored according to the IFU. There were no visible signs of device/package damage prior to use. The device was opened in a sterile field. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The mynx was used in a percutaneous coronary intervention (pci) with a retrograde approach of the femoral artery. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. No excess force was applied during insertion. The sheath was not kinked/bent upon removal. The access site vessel was not tortuous. The product was returned for analysis. A non-sterile ¿mynxcontrol vcd 6f/7f (ce mark)¿ was returned inside of clear plastic bag for investigation. Per visual analysis, button 1 and button 2 were not depressed. Neither the syringe nor the procedure sheath was returned for analysis. The stopcock was set on the open position. The sealant remained in the manufacturing position and was exposed to blood. The sealant sleeve did not present any damages or anomalies. The atraumatic tip presented with a light curved condition. Per functional analysis, a simulated insertion/withdrawal test into a previously flushed lab sample csi test was performed, and the returned device performed as intended. No resistance, friction or impeded condition was noticed. Per microscopic analysis, the sealant area and the atraumatic tip section was inspected with a vision system to obtain a magnified image, and the device did not present any damages or anomalies. A product history record (phr) review of lot f2209404 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿ atraumatic tip frayed/ split/ torn¿ and ¿impeded¿ were not confirmed during analysis of the returned device. The exact cause of the reported events could not be conclusively determined. Procedural and handling factors may have contributed to the reported events. It should be noted that the mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled, and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it is damaged. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the atraumatic tip did of a 6/7f mynx control vascular closure device (vcd) not enter a non-cordis sheath as the tip was frayed. Therefore, the product was not available and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. The mynx was prepared and used in accordance with instructions for use (IFU). The device was stored according to the IFU. There were no visible signs of device/package damage prior to use. The device was opened in a sterile field. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The mynx was used in a percutaneous coronary intervention (pci) with a retrograde approach of the femoral artery. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. No excess force was applied during insertion. The sheath was not kinked/bent upon removal. The access site vessel was not tortuous. The product was not returned for analysis. A product history record (phr) review of lot f2209404 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control system impeded¿ and ¿mynx control atraumatic tip frayed/split/torn-in patient¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported events could not be conclusively determined. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant outer sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. Procedural factors and handling process may have contributed to the reported events. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged. Neither the phr review nor the information available suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.